Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a truetome 44 was attempted to be used in the bile duct during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2024. During the procedure, the knife (needle) part was broken. The procedure was completed with another truetome 44. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.